Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
User reports failed pca processor board, sending to bench. There was no reported patient involvement.

Manufacturer narrative:
This case was identified as a duplicate of 3030677-2021-11298. No further evaluation is warranted.

Event description:
It was reported that the processor pca failed. Patient involvement status is currently unknown. It was later identified that this case was created in error under the wrong serial number. The service call was placed to address the requests documented in (B)(4). This case was identified as a duplicate of 3030677-2021-11298. No further evaluation is warranted.